Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant pump error alarm during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error alarm. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. The customer states he was changing his infusion set and reservoir when the pump error alarmed. The customer states the insulin pump was not exposed to high magnetic fields. The customer states they are not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.